Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the 4 mounting brackets are bent. And the 2 bolts on the top that attach to the back canes are sheered off.